Event description:
It was reported an issue with novosyn quick suture. The client reported that the suture thread had been used to suture an episiotomy after delivery. Total wound dehiscence occurred, necessitating resuturing in the operating room. We have no other information from the patients. The head nurse said that all patients had returned 3-4 days after surgery. Reports indicate that the thread did not break, but was absorbed before the wound was completely healed. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There are (B)(4) units in our stock. We have received five cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have received 6 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.83 kgf in average and 3.66 kgf in minimum (ep requirements: 2.80 kgf in average and 1.27 kgf in minimum). Degradation test results conducted on the closed samples received after 7 days in a sörensen solution at 37ºc are 1.30 kgf in maximum and 1.14 kgf in minimum and fulfil braun surgical requirements: 2.12 kgf in maximum and 0.38 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batches as the used in this product. As stated in the instruction for use (IFU) of the product: 'the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation'. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.